Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/5/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: could you please elaborate further on the issue reported with the product? The suture was deteriorated. Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). Please provide the source or name of person providing answers to follow-up questions: (B)(6). H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revelated that one winding former with some sutures were received for analysis. The product code j124g should contains six strands per packet. During the analysis of the returned sample, the sutures could not be dispensed as they had begun with a degradation process caused by exposure to the environment. The foil packet was visually inspected and found to have wrinkles and holes in the cavity, which are indicative of handling and storage issues that occurred outside of ethicon control. No patient involvement or adverse outcomes were reported; the observed issues are consistent with improper handling and storage outside of ethicon control. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Use by date of the product is may 2026, but when the product was put on the instrument table during an unknown surgery, the suture had deteriorated. The product was not used for the patient. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.